Event description:
Information received that the head of bed will not raise. No injury reported.

Manufacturer narrative:
Technician found that the head of bed will not raise due to bad hydraulic valve. Replaced the head up hydraulic valve to resolve this issue.